Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this group of three implantable cardioverter defibrillator (ICD) devices exhibited an episode of inappropriate shocks due to noise and oversensing of the right ventricular (rv) channel. No other information was provided. No further adverse patient effects were reported.